Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be completed. The reported problem could not be verified. However, the caregiver stated that a supply bag had disconnected from a supply line during therapy, which is identified as a known cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice device during dwell three of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that a supply bag had become disconnected from a supply line during therapy. The technical service representative (tsr) assisted the caregiver in clearing the alarm and ending therapy. The caregiver was advised to contact their nurse for further medical instruction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.